Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date, b6 to report device evaluation results. Updated d1 for brand name, d4 for catalog, lot and UDI #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for 510(k)/PMA #, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.